Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using too long of an implant.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2020 where only two implants were installed due to a dysmorphic sacrum. The patient reported left side radicular pain following the initial procedure. The surgeon determined that the left side inferior positioned implant may have been impinging on the neuroforamen causing radicular pain. Five days after the initial procedure, the surgeon performed a revision procedure where he removed the left side inferior positioned and replaced it with a shorter implant of the same type. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.